Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited gradually increasing impedance measurements on the right ventricular (rv) lead channel. The associated rv lead was surgically abandoned the device was explanted for normal battery depletion. No adverse patient effects were reported.